Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of the catheter detaching from the connector of the is confirmed; however, the exact cause in unknown. One photograph and one video of a groshong catheter was returned for evaluation. An initial visual observation of the photograph showed the distal connector, proximal connector piece, and catheter held in hand. The catheter was seen partially inserted in the proximal end of the distal connector piece. No damage or use residue can be seen on the device. No details of a leak could be discerned from the returned photograph. An initial observation of the video showed a clinician undressing an implanted catheter. After the dressing was removed, the catheter was observed to be detached from the distal connector. There were no distinguishing features in the returned photograph and video of the device which could aid in identification of a specific root cause. However, possible causes include insertion of flushing adaptors, or other devices, into the distal connector piece will change the position of the inner catheter compression sleeve and render the connector unusable for later assembly. Additionally, the connector assembly should not be preassembled or pre-fit prior to the final assembly step as this will also advance the inner catheter compression sleeve. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported the compression sleeve of the groshong PICC connector is malfunctioning, causing the tubing to fail to connect tightly during insertion, resulting in fluid leakage after intravenous infusion. The two-piece connector was locked, but the locking mechanism became loose, resulting in leakage during the patient's infusion. Subsequently, the connector was replaced without removing the catheter. The patient was not harmed, but fluid leaking persisted throughout the ongoing infusion.